Event description:
It was reported the patient underwent surgical replacement of the lead because the patient was no longer receiving beneficial stimulation. The patient had undergone a recent revision (see MFR report #3004209178-2008-05456). The patient recovered without sequela.

Manufacturer narrative:
The lead was returned for analysis. Preliminary device analysis was not available on the date of this report. A follow up report will be submitted when device analysis is complete.